Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16676. It was reported the right atrial (ra) and right ventricular (rv) leads were noted with noise. The ra lead was also noted with insulation breach. The rv lead was noted with conductor fracture. Both leads were explanted and replaced. The patient was stable.